Event description:
It was reported that the patient resented to the hospital on (B)(6) 2022 with shortness of breath. During examination of the lead, it was noted that the wave sensing was diminished on the right ventricular (rv) lead. Echocardiogram showed pericardial effusion. Physician is not sure if the lead caused cardiac perforation. No intervention was done. The rv lead will be monitored. The patient was in stable condition.